Manufacturer narrative:
Citation: seyed ameli-renani,mbbs,frcrn, and r.a.morgan,mbchb,mrcp,frcr ,ebir. Secondary interventions after endovascular aneurysm sac sealing: endoleak embolization and limb-related interventions. Seminars in vascular surgery 29(2016)61¿67. The device has not been returned for analysis as it was fully used in the procedure. The onyx model and lot number were not provided. There is limited information about the device and/or the patient. Attempts were made to obtain additional information, however no response has been received. Additional information has been requested, including patient condition. Should it become available, a supplemental report will be submitted. Based on the reported information from the literature review, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Device migration and cast movement are listed in the potential complications in the onyx instructions for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that during a case to treat a proximal endoleak post endovascular aneurysm sealing (evas) procedure, the onyx migrated into the evas graft, causing stenosis in the graft. This was successfully treated by placing a covered stent within the limb of the graft, affixing the onyx between the stent and inside wall of the graft, which restored patency.

Event description:
Medtronic received information through literature review that during a case to treat a proximal endoleak post endovascular aneurysm sealing procedure, the onyx migrated into the evas graft, causing stenosis in the graft. The endoleak occurred 2 months post procedure. This was successfully treated by placing a covered stent within the limb of the graft, affixing the onyx between the stent and inside wall of the graft, which restored patency. The injection rate was not in accordance with the IFU at .30ml per minute to treat the endoleak and the physician paused during injection. The patient is currently doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.